Manufacturer narrative:
A ge rep evaluated the system and replaced the gpos computer and the hard drive, and reloaded software. The system operates as intended.

Event description:
The customer reported the system displayed a file corruption error message after a procedure and would not reboot. No pt injury was reported.